Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the meter remote has been returned and evaluated by product analysis on 03/10/2014 with the following findings: a review of the meter records showed no activity related to the complaint. The meter powered on appropriately and was successfully paired with a test pump. The meter was able to perform a bolus immediately after measuring blood glucose levels. No inappropriate messages were emitted. The meter performed another bolus 30 minutes after measuring blood glucose levels. The meter emitted the appropriate warning. Unrelated to the complaint, evaluation revealed that there was moisture damage inside the meter remote.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. Reportedly, the meter remote indicated that the blood glucose result was greater than 15 minutes old when patient had just completed the test. Reporter stated that this had happened in the past but the old blood glucose result error message had occurred more often recently. Reporter confirmed that the meter and pump were within range and that the pump was not asleep when the blood glucose reading was taken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.